Event description:
After removing the catheter following an unsuccessful infusion procedure, the physician noted that the distal portion of the catheter separated and the ro marker and distal tip remained in the pt (within occluded bypass graft). No attempt was made to retrieve ro marker or tip. Pt had sufficient blood flow to distal extremities and was released from hosp with no further intervention.

Manufacturer narrative:
Evaluation summary: visual evaluation suggests separation caused by inadequate fusion of tip subassembly. Comprehensive review of mfg processes uncovered no issues regarding integrity of production or qc procedures. There were no remarkable findings resulting from a review of the lot history record for m960210. No product from lot m960210 remained in inventory; however, product MFR using common components was removed from inventory and tested for tip integrity. No failures or abnormalities resulted from this testing. Assessment of lots on production floor was made with no failures of tip integrity observed. Based on the results of this investigation it was concluded that this event was an isolated incident. Conclusion code 68 (other) description: device malfunction with no immediate patient effect. These types of events usually involve known complications that do not justify immediate action. This event and other similar events will be tracked and monitored.